Event description:
It was reported that following a vaginal sling and an anterior and posterior repair, the pt was examined 1 1/2 weeks post-op and minor necrosis was noted. The doctor advised the pt to return in three weeks during which it was noted that the entire anterior wall had opened up, the bladder was hanging down and there was no sign of the implanted tissue. The pt was not on hormone replacement therapy due to being a breast cancer victim. The pt had been given a stool softener and advised not to push or strain after the surgery. There was evidence of wound dehiscence but no evidence of infection. The doctor is waiting to see if the wound will heal on its' own. The doctor stated posterior repair is excellent and the pt is still continent.